Event description:
Related manufacturer reference number: 2017865-2022-42484. It was reported that the patient presented in clinic for a follow up. No information why they explanted the right ventricular (rv) lead and the atrial (ra) lead. The physician elected to explant and replace the rv and ra lead. The patient condition was unknown.